Event description:
Clarification was provided regarding the patient's condition during and after the mitraclip procedure. It was reported that the patient's blood pressure had to be maintained by IV medication. Post procedure, due to the necessary medication for the blood pressure, the patient was transferred to the intensive care unit and the physicians were going to discuss the possibility of surgery. The anesthesiologist stated that the required inotropic support during and after the procedure was associated with the patient's underlying high risk status and was not associated with the device or procedure itself. No additional information provided.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2013. One clip (10304615/(B)(4)) was implanted and the mitral regurgitation grade was reduced from 4+ to 3. A second clip delivery system (cds 10304615/(B)(4)) was prepped for use and inserted into the anatomy. There were no device issues up to this point. After the clip was positioned on the mitral valve leaflets, during the gripper line removability test, the gripper line could not be moved. Both ends of the gripper line were tested and the line could not be moved. Trouble shooting maneuvers were attempted by opening the clip a little to different arm angles, but the grippers could not be raised; the gripper line could not be moved. The clip was then inverted and the mitral valve leaflets fell off the grippers and the cds with the clip attached was removed from the anatomy. No resistance was felt during removal. The mr grade increased to 3+. Another cds (10304615/(B)(4)) was used, however, the leaflets were difficult to grasp due to the anatomy and at this time it was noticed that the preexisting flail had worsened. The clip was not implanted and was removed. The mr grade was 4+. Post procedure, the patient was stable and the physician was going to contemplate surgery. Later that evening, the patient went into cardiac arrest and was in pulseless electrical activity (pea). The patient subsequently expired that night. The diagnosis listed after the time of death was mitral regurgitation. Per the physician the mitraclip device did not cause the death, but the device malfunction of the second clip was indirectly related. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, clip delivery system (cds0201, 10304615/(B)(4)), lift, support plate, stabilizer. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds 10304615/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty in actuating the gripper arms / difficulty in removing the gripper line was confirmed. During the device analysis, a kink was found in the gripper line at the distal end of the device; this kink was visibly protruding from the delivery catheter (dc) radiopaque tip ring assembly lumen coils. Although the gripper line had been unwound, both ends of gripper line were accessible from the proximal end of the gripper lever. Applying tension to either end of the gripper line resulted in high resistance being felt during removal; however, the gripper line was able to be removed. The length of the removed gripper line was measured to be 331cm in total length, indicating that the gripper line was present in its entirety. There was no other damage noted to the gripper line or to the device. Potential causes for the reported difficulty in removing the gripper line and difficult to open or close the grippers are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history records confirmed that this device passed all visual and functional inspection requirements, including verification that the clip and its components functioned as expected. With regards to user technique and/or procedural conditions, difficulty in removing the gripper line may be influenced by kinks on the gripper line that are created through the manipulation of the device. In this case, it is possible that the kink that was observed on the distal end of the gripper line prevented it from passing through the suture knots and into the lumens on the dc radiopaque tip ring, thereby resulting in the reported difficulty in removing the gripper line. Subsequently, the kink in the gripper line may have resulted in the loss of the gripper arm functionality, as the kink would reduce the applied compressive / tensile forces from the gripper lever to actuate the gripper arms. Based on the information reviewed and the evaluation of the returned device, the cause for the difficult in removing the gripper line / difficult to actuate gripper was determined to be due to the observed kink in the gripper line. As the device was found to be functioning appropriately during device preparation by the physician, it was determined that the kink was not present prior to insertion into the patient; more likely, the kink was caused due to manipulation and grasping efforts during the course of the procedure. There does not appear to be any evidence of a product quality deficiency associated with the cds. The reported patient effects of cardiac arrest, death, hypotension, and mitral regurgitation, as listed in the mitraclip system electronic labeling instructions for use are known potential complications associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that during the mitraclip procedure there was difficulty with gripper line removability so the cds was exchanged for another. No clip was implanted as a result of the issue with the gripper line and the mr remained unchanged from the baseline. The patient became unstable during the procedure and required inotropic support. The patient subsequently went into cardiac arrest and expired later that evening. Per the treating physician the patient was clinically unstable during and after the procedure which is known to increase the mortality risk. The device issue was not causal but possibly contributory to the patient death. There was no reported delay in the procedure due to the device issue. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, it was determined that the identified kink was most likely caused by manipulation of the device throughout the procedure and that there is no indication of a product deficiency.